Manufacturer narrative:
D4: catalog/lot #: requested, unknown. D4: expiration date, and UDI: unknown, as the involved product code was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown, as the involved product code was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.

Event description:
The user facility reported that the angio-seal device disintegrated.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been improper storage as the device was reportedly broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).